Manufacturer narrative:
(B)(4): the customer reported that they were unable to acquire 12 lead ECG while monitoring a patient. There was no reported adverse patient impact. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire 12 lead ECG while monitoring a patient. There was no reported adverse patient impact.